Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and a watchdog timeout alarm. Insulin pump experienced a blank screen display after battery was changed. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, unexpected restart alarm, low battery, battery out limit, failed battery test alarms or audio/beep anomaly noted during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.